Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for h11b25034 and an exception was noted for arc in fluid path associated with the connector component. There is no evidence to support association to the reported problem. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous during a call with baxter customer service, the nurse reported the following. On an unreported date, the patient made a mistake/touch contamination and the patient cut off the catheter to remove tape. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. The patient recovered from the peritonitis on an unreported date. The outcome for the events of patient made mistake/touch contamination and patient cut off catheter to remove tape were not reported. Dianeal therapy was ongoing. The nurse believed the peritonitis with culture(B)(6) was not related to dianeal therapy and was caused by patient made mistake/touch contamination. The nurse stated the patient made mistake/touch contamination was related to the patient cutting of the catheter to remove the tape. The nurse did not provide an opinion for the event of patient made mistake/touch contamination and patient cut off catheter to remove tape in relation to dianeal therapy.